Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the iab was inserted problem free. A half day later, "a little blood was found in the catheter close to the helium end." The pump did not alarm and continued to function normally. Three days later, the md attempted to remove the iab; however, due to difficulties, the iab was removed via cardiovascular surgery. A blood clot was found in the balloon. There were no reported pt complications.